Event description:
An ablation procedure was performed in 2006. An esophageal burn was suspected, but not confirmed at that time. Pt presented to the hospital with complaints of throat pain. A temporary stent was placed and has since been removed. Pt is reported to be doing well with all lesions well healed. No malfunction of the device has been associated with the incident.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.